Manufacturer narrative:
The investigation of the photo device was completed by the failure analysis lab on august 5, 2021. (B)(6). Device evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Since no lot number was provided, no manufacturing record evaluation could be performed. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient wo underwent with breast augmentation revision surgery with a 375cc mentor memorygel left breast implant and a 425cc mentor memorygel right breast implant experienced bilateral rupture post procedure. As a result, patient underwent bilateral removal and replacement 465cc mentor memorygel breast implants on (B)(6) 2021. This medwatch form is for the left breast prosthesis.